Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, pigmented, sunken in with a ring around it, more darkness and black marks, swollen, hematoma, hard pea shaped ball, and warm to the touch are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported 3 days after injection with 2 syringes of juvederm voluma xc "below the eyes," they developed bruising that looks "pigmented, sunken in with a ring around it, more darkness and black marks, and swollen." Patient indicated the physician told them they may have a "hematoma or the physician might have hit a blood vessel." Patient also advised that they have developed a hard pea shaped ball under the right eye that is warm to the touch." Patient self treated with ice, and was provided a bleaching cream and homeopathic pill as treatment.